Manufacturer narrative:
Results: the velocity was fractured approximately 63.0 cm from the hub. Conclusions: evaluation of the returned velocity confirmed that the catheter was fractured. If the velocity is forcefully manipulated against resistance or is otherwise mishandled at extreme angles during use, the device may kink and fracture. No other devices associated with the complaint were returned for evaluation, and therefore, the root cause of resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician completed one pass using the velocity and neuron max. While advancing the velocity during the second pass, the velocity broke at mid-shaft outside the patient; therefore, it was removed. The procedure was completed using a new velocity and the same neuron max. There was no report of an adverse effect to the patient.